Manufacturer narrative:
(B)(4).

Event description:
A pump memory error occurred during a refill session. The pump was programmed to stopped pump mode. The hcp (healthcare professional) re-programmed the pump. Additional info has been requested, but was not available as of the date of this report.